Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on 24sep2020, confirms there are 4 suspect lots of contact lenses (separate reports has been submitted for all suspect lot numbers).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional via email on 03sep2020, it was stated that on an unknown date, consumer wore the lens and developed corneal ulcer in one eye that required a visit to ophthalmologist. The event reoccurred in the second eye also. Medical intervention was involved. Symptom resolution was unknown. Additional info has been requested but not yet available.